Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle of the device broke in to half. Only half of the needle was removed and the other half was still on the device. There was no patient injury.